Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation, but the evaluation is not complete. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:18:10. During night drain cycle three, the patient's ultrafiltration reading was 1365ml, indicating the home patient (hp) drained 1365ml more than their maximum programmed fill volume of 2000ml. No further information was available.